Manufacturer narrative:
Product complaint#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization to the anterior communicating aneurysm, the physician had a severe curve in the sl-10 microcatheter (mc) and attempted to manual break the freeform xsft 4mm x 10 cm coil (xcr120410, 31136148) with no success. Additional coils were opened, and the user was asked to straighten the catheter and he did with 7 successful detachments. Final coil, a freeform xsft 2.5mm x 5 cm (xcr122505, 31112707) failed to detach but the user had advanced the sl-10 with a severe curve proximally. There was no resistance during advancement of either of the two complaint coils. There were no attempts with the detachment handler. There was no damage to the embolic coil or any other component. There was mild vessel tortuosity/or with acute bends. There was no patient injury. There was no procedural delays due to the event. A non-sterile freeform xsft 4mm x 10 cm coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the embolic coil was attach to the delivery system. The detachment tube was not deformed. No visible defects were noted on the loop wire. Contamination was noted at the distal end causing the key becoming stuck in the delivery tube's notch. The pull-wire broke at 19cm, and it was not translated. The manual break was attempted at the proper location. The embolic coil was attempted to be detached; however, the detachment force reached 465 gf causing the wire to break at the load. The pull-wire could not be extracted as it was stuck in multiple locations. The peek tube was dissected from the distal and proximal ends. No evidence of glue or pebax reflow was noted on the distal end of the peek tube. The distal and proximal inner diameters (ID) of the peek were measured, and found within specifications. The proximal joint was inspected. The welding location was visually inspected for correct welding/gluing and was found acceptable. The wire broke at 19cm with respect to the welding location. The crimp of the inner and outer tubes was inspected, and the exposed length of the inner tube was found to be 2mm. The inner tube slipped, and no deformations were noted. A manufacturing record evaluation was performed for the finished device 31136148 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the failure to detach the embolic coil was confirmed as detachment attempts were made, and the embolic coil remained attached to the delivery system. A corrective and preventive action (CAPA) is currently investigating failure to detach. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00251.

Event description:
As reported by the field, during a coil embolization to the anterior communicating aneurysm, the physician had a severe curve in the sl-10 microcatheter (mc) and attempted to manual break the freeform xsft 4mm x 10 cm coil (xcr120410, 31136148) with no success. Additional coils were opened, and the user was asked to straighten the catheter and he did with 7 successful detachments. Final coil, a freeform xsft 2.5mm x 5 cm (xcr122505, 31112707) failed to detach but the user had advanced the sl-10 with a severe curve proximally. There was no resistance during advancement of either of the two complaint coils. There were no attempts with the detachment handler. There was no damage to the embolic coil or any other component. There was mild vessel tortuosity/or with acute bends. There was no patient injury. There was no procedural delays due to the event.